Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider (hcp) reported that lead was unable to be used as the laser fiber was not read/detected by the greenlight laser machine. It was also indicated that when the box was opened, the surgeon found the small stylet, with the white plastic part, broken. There were no symptoms or complications reported as a result of this event.